Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (51) sealed 29gx12.7mm bd pen needles (6 from lot 7236625, 4 from lot 7353575, 9 from lot 9134785, 32 from lot 9141592). Consumer reported needles are bending during use and consumer is unaware if she is getting the right amount of medication. 30 out of the 50 returned pen needles were selected, then tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 samples were then tested for flow using a test pen injector: all 30 were able to expel properly. All 30 tested pen needles tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the needles are bending and not functioning correctly to where consumer is unsure they are getting correct amount of medication during use with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that needles are bending during use and consumer is unaware if she is getting the right amount of medication. Stated, only 2 pen needles involved on two different days.

Event description:
It was reported that the needles are bending and not functioning correctly to where consumer is unsure they are getting correct amount of medication during use with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that needles are bending during use and consumer is unaware if she is getting the right amount of medication. Stated, only 2 pen needles involved on two different days.

Manufacturer narrative:
The following fields have been updated with additional information: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 7236625. D.4. Medical device expiration date: na. H.4. Device manufacture date: 2017-08-24. D.4. Medical device lot #: 7353575. D.4. Medical device expiration date: a. H.4. Device manufacture date: 2017-12-19. D.4. Medical device lot #: 9134785. D.4. Medical device expiration date: 2024-05-31. H.4. Device manufacture date: 2019-05-14. D.4. Medical device lot #: 9141592. D.4. Medical device expiration date: 2024-05-31. H.4. Device manufacture date: 2019-05-21. "

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the consumers area code. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for needle bending during use pe & difficult/unable to operate. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needles are bending and not functioning correctly to where consumer is unsure they are getting correct amount of medication during use with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that needles are bending during use and consumer is unaware if she is getting the right amount of medication. Stated, only 2 pen needles involved on two different days.